Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the balloon disengaged from the trocar/sleeve on the first device. On the other device, the plastic cap with #1 printed on top was not connected on it. There was no patient involvement.

Manufacturer narrative:
Additional info: additional info: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the dissector balloon was cut. The obturator, lock collar and trocar balloon were not received. The inflation syringe was not received. The insufflation bulb was not received. The circular seal for the dissector balloon appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.